Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
The following was reported to hamilton medical ag: ¿customer says the device is showing battery replacement required, the respiratory time constant (rtc) is up to date, removed battery and placed in another device, issue followed¿. There is no patient involvement. The device log files have not been sent to hamilton medical for investigation. Based on current available information, the issue is assessed as reportable.

Manufacturer narrative:
Investigation outcome: it was reported that device alarmed for battery replacement required. The real time clock is correct, and the issue was replicated when the battery was inserter in another device. No patient involvement. No device logs, battery data and details of battery failure were provided with this complaint. The real time clock failure only occured during startup with no patient involvement. Issue has to be resolved before device can be used. However, there is no risk that this could occur during ventilation. But it leads to a compromised starting up of the device. When a hamilton ventilator is powered on at the start of the day, users are required to perform a series of pre-use tests before it can be used on a patient. These tests are a standard safety protocol designed to verify that all critical components, including alarms, sensors, circuits, and valves, are functioning correctly. Their purpose is to ensure patient safety by identifying any potential malfunctions before ventilation begins, making them a mandatory step in the device¿s operation. If a ventilator fails to start up, it prevents the execution of these mandatory self-tests and, as a result, will not be cleared for patient use. This means that a startup failure does not pose an immediate risk to a patient, as the device would never be put into operation without passing the required checks. The failure is contained within the pre-use verification process, ensuring that no faulty device is used for patient care. The issue could be related to the battery. However, no details concerning the battery age and state were given. Replacement of the battery resolved the issue. This case is considered as closed.